Event description:
Pt had oats procedure and 3 months post-op there was retropatellar grinding. At 6 months he took a radiograph and found the "heaped up bone" in the trochlear groove. Doctor also debrided the site and there was no evidence of residual implant material and the debrided tissue appeared to be normal bone.

Manufacturer narrative:
As part of our risk management process a retrospective review of trufit plug complaints (2004 to 2007) which was prior to smith-nephew integration has been conducted. As a result this complaint has been determined to be reportable.